Manufacturer narrative:
Investigation summary: it has been received 1 unused syringe of 20ll without blister for investigation. Upon visual inspection of the sample received, no foreign matter or black spots can be observed inside the syringe. DHR of lot 1809352 has been reviewed not finding any annotation or deviation regarding the alleged defect. Manufacturing area for 20ll syringes is a standard clean area iso9 which is under a positive pressure to push dust and particles out of the manufacturing area. Assembly line for this product has a blowing system to reduce the foreign matter inside the syringe. Equipment of manufacturing line is regularly cleaned according to procedure jg-039: - once per shift or during any long stop of the manufacturing line. - always any kind of contamination or potential contamination is detected in areas in contact with the product. - during mechanical maintenance of the line. - also critical points: during programmed stops of molding machines. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1. Visual inspection molding: 2 injections per shift. Printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Secondary packaging: 1 box per pallet. 2. Functional inspection printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Since no defect has been found in sample received, the alleged defect cannot be confirmed and the root cause cannot be determined.

Event description:
It was reported with the use of the bd plastipak¿ non-sterile luer-lok syringe there was an issue with unidentified objects and particles in the product.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ non-sterile luer-lok syringe there was an issue with unidentified objects and particles in the product.